Event description:
Customer reported receiving a motor error alarm during bolus and a calibration error alarm. Customer stated that the buttons on the insulin pump are unresponsive and the insulin pump is stuck in the rewind loop. Customer stated that they use the sensor feature on the insulin pump. Customer's current blood glucose reading is 277 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.